Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material on the forceps elevator. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: since the user conducted reprocessing by the instructions for use, the cause for the foreign material remaining in the device was not conclusively specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.